Event description:
This unsolved complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-04-06-2011-001r). Adverse incident (B)(6) of 2010 stoma area was puffy and red resulting in hospitalization and surgery to remove infection. Infection returned in (B)(6) 2011 requiring further medical attention. Persistent low grade fever. Area surrounding infection has turned gray.

Manufacturer narrative:
Smith & nephew was contacted regarding the above described incident, which was reported as a field complaint for "infection-site/local". No product was returned by the customer and no lot number was reported. Control samples (from stock) of multiple lots of uni-solve wipes, were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lots indicate all specifications were met at the time of release and no inconsistencies were noted. An independent medical review concluded there was no correlation between the reported symptoms and the use of uni-solve wipes. (B)(4)